Manufacturer narrative:
Bd has not been provided with photos or samples for catalog 304000 lots 180312 and 171108 to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue to determined a definitive root cause. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that the bd microlance¿ 3 needle was difficult to connect to the syringe during use, resulting in leakage. Lot #'s 180312 and 171108 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from french to english: "connecting the syringe and a small needle, there was a leakage."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 180312, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-15. Medical device lot #: 171108, medical device expiration date: 2022-10-31, device manufacture date: 2017-11-08. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was difficult to connect to the syringe during use, resulting in leakage. Lot #'s 180312 and 171108 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from french to english: "connecting the syringe and a small needle, there was a leakage"